Event description:
Additional information was received that the device and lead was explanted and successfully replaced with no adverse patient effects reported.

Event description:
Additional information was received indicating high shock impedance measurements continue to be observed. An additional request for information has been sent.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high shock impedance measurement on the right ventricular (rv) lead. Additional information was received that the patient was brought into the clinic for testing of the right ventricular (rv) lead. All shock configurations displayed greater than 125 ohms measurements. A planned lead revision to replace the lead has been scheduled. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Microscopic visual inspection found no irregularities. Header is completely intact and the leads were fully inserted into the header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As of this date the lead remains implanted with no change. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The explanted device and lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
Continue to see alerts for out of range impedance measurements. A planned lead revision was reported. A request for lead status has been sent. No adverse patient effects have been reported.